Manufacturer narrative:
(B)(4).

Event description:
A report was received stating, during patient use, a ventilator stopped ventilating the patient. The patient was reported to be removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.